Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a literature article that a patient underwent a laparoscopic roux-en-y gastric bypass (rygb) procedure on an unknown date and suture was used for closure. The patient experienced postoperative intraluminal bleeding and may have required endoscopic clipping. No additional information was provided.